Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test or verify motor error alarm, no delivery alarm due to completely broken reservoir tube lip. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer¿s blood glucose level was 210 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer reported that the insulin pump was not exposed to high magnetic field. Customer stated that they also received no delivery alarm. Troubleshooting was provided for no delivery alarm and they stated that the insulin was exited after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.